Event description:
It was reported that a 64-year-old black female patient underwent a primary breast augmentation surgery with implantation of a 475cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient observed her left breast had changed shape, was painful, and had a burning sensation. Additionally, she reported the right breast implant was deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation was provided to mentor as a best estimate. Mentor became aware that a discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates reached out for further information, yet multiple attempts were unsuccessful. If new information becomes available, mentor will submit a supplemental report. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-10226 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 17, 2022, mentor was notified that the patient underwent bilateral replacement with undisclosed non-mentor implants on (B)(6) 2022. Additionally, the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 20, 2022, mentor received a scheduled explantation date. Additionally, the surgery that was performed to implant the suspect medical devices was provided as a primary breast reconstruction surgery. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).